Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was not functioning and alarmed motor error during prime as well insulin squirted out during the manual prime process. The blood glucose reading was 14.6mmol/l. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.